Event description:
During a right shoulder arthroscopy - rotator cuff repair and decompression, the surgeon was using a twinfix ultra ti 4.5 w/2 ub (wh and blue). Intra-operative the tip of the anchor snapped off from the rest of anchor and inserter (just distal to the suture holes) while attempting to insert. The surgeon does admit that there was some (but not excessive) sideways pressure placed on anchor while screwing in the anchor. The bulk of the anchor and inserter were still attached to one and other and were simply pulled out. The tip was part exposed out of the bone surface but was lost on attempting to remove it. (Image intensify was used to ensure the tip was not left inside patient). It is unknown if fragments are imbedded in bone or free floating in the joint.

Manufacturer narrative:
The driver and anchor were returned for evaluation. The device was visually evaluated and the anchor was confirmed to be broken at the eyelet of the suture. The incident report confirms that this is related to (B)(4) which has been opened to track the root cause and corrective actions. (B)(4).

Manufacturer narrative:
Supplemental report is being completed to correct the CAPA number identified on initial medwatch report. (B)(4).